Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were episodes of noise resulting in undersensing observed on the right ventricular (rv) lead. A lead revision in anticipated and the patient was in stable condition.

Event description:
New information was received indicating that the right ventricular lead was capped and replaced.